Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle tip broke off during the procedure. Had to do several x-ray to locate the needle tip was located and removed. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. The case was extended by more than 30 minutes.